Event description:
While inserting the PICC line by the arnp's a piece of the metal guide wire detached into the patient's arm. Confirmed by xray. Dr notified. Patient required surgery to remove foreign object from left upper arm. Pt was not symptomatic. Patient underwent surgery the next day for removal of wire piece lodged in soft tissue with with fluoroscopic guidance, no additional complications as a result of the lodged piece of guide wire. The patient tolerated procedure well.device #1is this a laboratory device or laboratory test?no.